Manufacturer narrative:
The product was not returned to abbott vascular for analysis. Return of the guide wire and delivery devices may have further aided the analysis. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed since the part and lot numbers were not reported. Based on the limited information provided, the investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that a general statement was made about the command 14 guide wire. Reportedly, the guide wire has felt stickier with devices than before despite using the same model devices, which leads to resistance during advancement and removal. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. No additional information was provided.